Manufacturer narrative:
This report is being amended to reflect changes in sections. No product was returned, however visual evaluation of a photograph of the explanted device (lot number visible) confirmed that the posterior portion of the medial plateau cleanly broke along a line extending from the medial side of the notch at the base of the dovetail to the edge of the tray at mid antero-posterior width. The device history records for the device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A product history search identified no other complaints for the part and lot combination of the device related to the event. The operative notes indicate that the patient had a long-standing history of diffuse left knee arthritis. He had kidney transplant 25 years prior and is on multiple immunosuppressants. Review of the operative notes from the primary surgery suggests that the proper surgical technique was employed. Postop visit notes and the associated x-ray images indicated a fracture of the tibial base plate with bony resorption along the medial plateau. The surgeon stated that this was most likely due to the patient's renal transplant and abnormal bony metabolism. The revision surgery operative notes confirmed the fracture of the tibial component that was easily removed. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues are known adverse effects associated with this procedure. Although the issue could be related to the patient's condition per medical opinion, a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken tibial base plate.